Event description:
It was reported while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, an unspecified number of tube packs were missing the ch-rep label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos did not showcase any missing label content. Additionally, two retained shelf packs were visually inspected, and no incorrect label content was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label content. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, an unspecified number of tube packs were missing the ch-rep label. No adverse impact was reported regarding the patient or user.